Manufacturer narrative:
Gender information was not provided. (B)(4). Investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21cfr 803.56. This reported event occurred outside the USA. (B)(4)..

Event description:
The customer reported that horizontal line on blank image with rex value count of '6' was displayed, after the patient was exposed. The same event was repeated, then the patient had to be retaken the images twice, resulting in unintended excessive radiation exposure.